Event description:
Litigation papers allege the following: on or about (B)(6) 2010 patient suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: lower extremity swelling, hip pain, loss of enjoyment of life, metallosis exposure and other injuries presently undiagnosed. Patient has not yet scheduled a specific date for explantation of the right or left hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Added: alert date, brand name, device product code, catalog #/lot #, explant date, date rec'd by MFR, PMA/510(k) #, manufacture date. Update 04/25/2013 - sales rep reported revision of left hip due to pain. There was no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Event description:
Update 04/25/2013 - sales rep reported revision of left hip due to pain. There was no new information that would change the outcome of the investigation.